Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap inguinal hernia repair, the sheath from the structural balloon trocar fell off into the patient. It was discovered only when the surgeon did a last glance in the abdomen. There was patient injury or hazard. Injury: plastic sheath fell off the instrument and into the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one structural balloon trocar. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. The initial visual inspection of the instrument by the pmv investigator noted that the valve seal and sheath were missing. Functionally, the balloon was inflated; no leaks were detected. The device was forwarded to engineering for further evaluation of the missing sheath and valve seal. The initial review of the complaint by engineering verified the observations made by the pmv investigator. Additionally, engineering verified the valve door was disengaged from the unit pivot mechanism. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the broken flapper valve and disengaged seal is related to improper handling of the device. Forceful, prolonged handling of the device could have detached the main seals of the device. The valve door becomes stuck during the removal of instruments through the trocar, disengaging the door of it pivoting area. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.